Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis. Wear problem.